Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in a laparoscopic right hemicolectomy, the surgeon tried to fire the device, but the knife didn't advance. A new product was opened and used to complete the case. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.